Event description:
The pt reported blood glucose results of "234 and 169 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.